Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus gn 18ga x 1.16in prn non-pvc had leakage at the adapter tubing junction. The following information was provided by the initial reporter translated from chinese to english: "the indwelling needle connector always leaks."

Manufacturer narrative:
1. DHR bhr review: 1 the batch number of the complained product is 3132811, is 18g and product code is 383755, produced on 2023 06, with a total of (B)(4). 2 inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality 3 check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products 2.the customer did not return samples and provided 3 photos of defective samples. From the photos, it can be seen that the blood overflowed from the slit of the septum 3.take the batch of retained samples for 45psi system leak pressure test, and no abnormality was found. Test report refer to attachment 1. 4.the history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. Cause analysis: according to the photos provided by the customer, the blood overflowed from the slit of the septum,and seems to be continuously leaking, suspected that the septum was damaged but due to the customer did not return samples,can not confirm whether it was damage to the septum raw materials or damage caused during the production process. In summary, due to the customer did not return samples, can not confirm the slit status of the septum, the root cause of the complaint defect cannot be confirmed. The factory will continue to monitor and monitor the trend of the defect complaint.

Event description:
The indwelling needle connector always leaks. Customers reported that after opening the package and successfully puncturing a needle, they found leakage from the rubber stopper of the indwelling needle without any external damage. They then removed the indwelling needle and replaced it with a new one for puncture to complete subsequent treatment. When checking the complaint sample, it was found that there was a gap in the rubber stopper of the indwelling needle. Residual blood, no obvious damage caused by external reasons. No additional information provided.